Event description:
Us customer contacted cepheid to discuss a discrepant result with xpert xpress cov-2/flu/rsv plus for one patient. Sample was collected on (B)(6)2024 and processed off-label with a saline collection device. Sample was run on xpert sars-cov-2/flu/rsv plus which resulted in sars-cov-2 positive, flu a positive, flu b positive, rsv positive. Customer did not have information retesting the sample, as they were not the user who tested the sample, and were not aware of this quad positive on (B)(6)20243 this quad positive was ran over the weekend by a different tech. Customer does not know if this sample was retested, but due to the uptick in questionable quad positive the customer is experiencing this case was submitted. There was no known harm to the patient.

Manufacturer narrative:
Us customer contacted cepheid to discuss a discrepant result with xpert xpress cov-2/flu/rsv plus for one patient. Sample was collected on (B)(6)2024 and processed off-label with a saline collection device. Sample was run on xpert sars-cov-2/flu/rsv plus which resulted in sars-cov-2 positive, flu a positive, flu b positive, rsv positive. Customer did not have information retesting the sample, as they were not the user who tested the sample, and were not aware of this quad positive on (B)(6)20243 this quad positive was ran over the weekend by a different tech. Customer does not know if this sample was retested, but due to the uptick in questionable quad positive the customer is experiencing this case was submitted. There was no known harm to the patient. The likely root cause for this sample is unknown as qc was run on (B)(6)2024, which could not have caused this quad positive. Given no question of the result by the customer or clinician, no repeat testing occurred and unknown if customer considers this a discrepant result in light of the quad positives in another related case. If this was a true positive, this could be the source of the contamination observed on (B)(6) in the related case. Unknown patient harm as this was not questioned by customer/clinician and no repeat testing done/reported. False positive: false positive results for sars-cov-2 could lead to incorrect management of symptomatic patients, including unnecessary isolation or quarantine, misallocation of resources, delayed diagnosis and treatment for other infections or health conditions, or unnecessary antiviral treatment. Cepheid's patient safety board consult confirmed with the customer that there was no associated patient harm or change to patient treatment. Results are for the identification of sars-cov-2 rna. As per section 3 of the xpert xpress cov-2/flu/rsv plus eua IFU; "positive results are indicative of active infection, but do not rule out bacterial infection or co-infection with other pathogens not detected by the test. Clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status." Note for section h3 device evaluated by manufacturer - answer of no is due to the single use of the xpress sars cov-2/flu/rsv plus test and the unavailability of that product lot to be returned to cepheid.